Event description:
Customer states: "stent placed 2007 in left ureter. In 2008, when local doctor extracted the double-j, double-j was breaking, becoming two parts, the doctor was only able to extract one part of it, in the afternoon the pt had a fever and headache, etc. So the pt went back to the hospital, kub shows that 'part of the double-j is left in the left ureter' and cannot be taken out of the body. Doctor understands 12 mouth indwell. Part of double-j which had extracted can see that the material of the stent is aging. The pts required check out of the quality of the double-j."

Manufacturer narrative:
A proper eval cannot be performed at this time due to the product not being returned. Info received from the distributor indicates the pt was admitted to the hospital in 2007. The pt was noted to have intermittent pain upon arrival at the facility. The pt was examined several times in a local hospital for kub+ivp. The results showed a renal calculus in left kidney and left upj was narrow. The pt had a pncl under CT procedure on the left kidney the next day. One month prior, the pt returned to have the stent removed. As the physician was removing the stent, the stent separated into two segments. The physician was only able to remove one segment; one segment remained in the left ureter. The distributor noted the stent segment removed during the second procedure via ureteroscopy and will be returned at a later date for eval. The first segment that was removed will not be available for eval; the pt has the product and is not willing to return it. The distributor noted the pt's current condition to be fine; the pt has gone home from the hospital. Add'l info has been requested as well as the product; as info becomes available and the product evaluated, it will be forwarded.